Event description:
Healthcare professional reported right side "late seroma" and "patient's concern with the product." Device has been explanted.

Event description:
Healthcare professional reported right side "late seroma" and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, an opening on posterior, yellow biological tissue on the shell, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage.

Manufacturer narrative:
(B)(4). The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "late seroma" and "patient's concern with the product." Device has been explanted.